Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. The hemostatic valve became loose inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium when inserting the dilator. They were unable to get the dilator all the way through the sheath due to the issue with the valve. When the sheath was replaced, the issue resolved. Additional information was received o the event. Resistance was felt. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient so no air entered the patient¿s body. The issue did not require percutaneous or surgical removal. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The investigation was completed on 22-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. The hemostatic valve became loose inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium when inserting the dilator. They were unable to get the dilator all the way through the sheath due to the issue with the valve. When the sheath was replaced, the issue resolved. Additional information was received o the event. Resistance was felt. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient so no air entered the patient¿s body. The issue did not require percutaneous or surgical removal. The product was returned to biosense webster (bwi) for evaluation. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was found slightly separated. Also, the original dilator was not returned. A dilator and a good known lab sample catheter were introduced through the sheath and resistance was felt. No obstructions were detected. The resistance felt could be related to the condition of the hemostatic valve; however, this cannot be conclusively determined. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, which is outside of what is recommended in the odp (optimal device performance guide). A device history record evaluation was performed and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).